Event description:
It was reported that there was a malfunction of a e360 ventilator's touchscreen. The ventilator was not on a patient at the time of the event. The ventilator was evaluated by a third party service provider and the customer reported condition was confirmed. To resolve the condition, the single board computer (sbc) board was replaced. The ventilator passed self-testing. Medtronic was not authorized to service the ventilator.